Event description:
It was reported that the patient expired at home and cause of death was unknown. After the patient expired their left ventricular assist device was deactivated. Although the outcome was not considered to be device related, the cause of death is unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28feb2019. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues reported. No further information was provided. The manufacturer is closing the file on this event.